Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was observed to be greater than the expected volume based upon the programmed infusion rate during a refill appointment. The pump was refilled. The following day, the patient was found to be unresponsive and taken to the hospital. The patient was administered narcan. The pump reservoir volume was checked and the volume of removed from the pump matched the expected volume. The physician believes the patient's symptoms are not related to the pump.